Event description:
It was reported to philips that the allura system shut down during a procedure. The device was in clinical use at the time of the event and there was a delay of 20 minutes. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue occurred during a cardiac cath treatment. Multiple reboots were attempted but did not resolve the problem. The patient was transferred to another room to complete the procedure, resulting in a 20-minutes delay. The philips remote service engineer (rse) connected with the customer and confirmed that the system shut down during a procedure. The rse checked the logfile and confirmed that the error was being reported by either the wired footswitch or the hand switch. The rse asked customer to disconnect the wired footswitch which caused the error message to disappear, and it confirmed a problem with the wired footswitch. The defective wired footswitch was returned for analysis, and it didn¿t confirm any malfunction however the rse suggested for replacement of wired footswitch and provided the parts number. The customer replaced the wired footswitch on their own. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.